Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "mesh", initially placed to correct an "issue with the pocket". Patient reported that the area where the "mesh" was placed "never healed".